Event description:
It was reported that the sys 9800 has control panel errors and the sys shut off without command. There was no adverse pt involvement reported. There was no pt info report.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The malfunction was verified. Replaced suspected defective sys interface circuit board. The sys was tested and found to be working as intended and placed back into svc.